Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pca accumulated dose over infusion¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The reported issue that the pca within a test environment and not while in use on patient had over infused by 0.27ml could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the test device was on epidural profile and programmed at a rate of 4.8ml/hr accumulation hard maximum; however, 5.07ml infused in less than 1hr resulting in 0.27ml overinfusion. Pharmacist programmed pump: epidural 15.1 ¿ 20 kg, pca dose + continuous, pca dose 2.4 ml, lockout 15 minutes, cont dose 4.8 ml/hr, max limit 4.8 ml/hr, no bolus, no loading dose. Upon use, "pca dose request ¿ 2.4 ml delivered, 2nd pca dose request ¿ denied (<15 min request), 3rd pca dose request - ¿max limit reached¿, re-program pca dose = 1 ml, 3rd pca dose request ¿ 1 ml delivered, ¿max limit reached¿ - 5.07 ml volume infused, 5.06 ml (in patient history), pca continuous not delivering ¿max limit reached¿". There was no patient involvement.

Manufacturer narrative:
(Concomitant): bd plastipak 50/60 ml syringe. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the test device was on epidural profile and programmed at a rate of 4.8ml/hr accumulation hard maximum; however, 5.07ml infused in less than 1hr resulting in 0.27ml overinfusion. Pharmacist programmed pump: epidural 15.1 ¿ 20 kg, pca dose + continuous, pca dose 2.4 ml, lockout 15 minutes, cont dose 4.8 ml/hr, max limit 4.8 ml/hr, no bolus, no loading dose. Upon use, "pca dose request ¿ 2.4 ml delivered, 2nd pca dose request ¿ denied (<15 min request), 3rd pca dose request - ¿max limit reached¿, re-program pca dose = 1 ml, 3rd pca dose request ¿ 1 ml delivered, ¿max limit reached¿ - 5.07 ml volume infused, 5.06 ml (in patient history), pca continuous not delivering ¿max limit reached¿". There was no patient involvement.